Manufacturer narrative:
Concomitant products: product ID: neu_ens_stimulator, product type: external neurostimulator.

Event description:
Information was received from a medical representative regarding a patient who was implanted with a neurostimulator. Patient was on table for scs trial. They inserted one vectris trial lead, tested in multi-lead trialing cable (mltc) in contacts 0-7 confirmed covered with no issues. Second lead inserted and placed in mltc from 8-15, tested up to 10.5v and patient felt zero stimulation. Impedances were checked while both leads mltc and all were within normal limits. Caller suggested to switch out leads in mltc before opening a new one if it was indeed a malfunctioning mltc. Doctor then placed the first lead that was in 0-7 into 8-15, retested it, and coverage was consistent. Patient could still feel everywhere needed. Placed the second lead that was in 8-15 into 0-7 and again the patient was unable to feel anything even when maxed out on volts. Then opened a new trial lead kit, inserted that lead, connected again into the same mltc, and patient was then able to feel. The lead was explanted on the date of this report and the issue was resolved at the time of this report.

Manufacturer narrative:
Analysis of the lead ((B)(4)) found no anomalies.  Analysis of the stylet found that the stylet wire was bent. Information references the main component of the system and other applicable components are: product ID: neu_ens_stimulator, serial# unknown, product type: external neurostimulator. Product ID: neu_stylet_acc, serial# unknown, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.